Event description:
It was reported that during the ligament treatment for a robot-assisted laparoscopic total hysterectomy procedure, the surgeon was operating the system outside of the visual field of view, due to operation error (clutch operation). During this time, the gastrointestinal digestive tract was injured by an unknown instrument. This was not noticed during the surgery but was discovered after as the duodenum was injured. This resulted in a temporary injury. A reoperation was performed not using the robotic system. The patient's hospitalization was extended.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.